Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat osteoarthritis. The patella was resurfaced and unknown cement was utilized. There were no indicated intra-operative complications. Patient received a left knee revision to address pain, tibial tray migration, and tibial tray loosening at the cement to implant interface. The surgeon noted synovitis and effusion associated with tibial loosening. Scar tissue was removed from around the tibial tray, posteriorly, and from around the patellar component. The tibial insert, tibial tray, and femoral component were revised. The patellar component was retained. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2015, dor: (B)(6) 2020 left knee.